Event description:
It was reported that the pump touchscreen timed off sooner than expected. There was no adverse impact the customer¿s blood glucose. Customer continued to use the pump for insulin therapy.